Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to erosion and infection. No additional adverse patient effects reported. The lv lead was explanted.